Manufacturer narrative:
Implant date: approximated. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced mechanical issues with the device related to inflation as the pump migrated upwards due to tubing length too long. A surgical procedure was carried out and the tubing was noted to be kinked. The existing pump was removed and replaced. No additional patient complications were reported and the patient is expected to fully recover.